Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, "fluid loss" alarm error messages occurred during the procedure. A cervical leak was noted during the ablation phase. The procedure was then aborted. A "small" burn to the cervix was observed. The size and severity of the burn has not been provided. However, the burn was described as "superficial." No method of treatment was administered to the affected area. There were no further complications reported with this event. The condition of the patient is reported to be "ok." An additional attempt has been made to obtain patient follow up details with no response from the clinician.